Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a blunt knife was noticed during surgery. A replacement knife was used to continue the procedure. There was no impact to the patient but a 5 minute delay. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the event noticed on (B)(6) 2016.